Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue and then it reoccurred. The customer then continued using the existing cartridge to resume insulin. There was no reported adverse impact to the customer¿s blood glucose level.